Event description:
It was reported that the capsule failed to attach to the esophageal wall. The physician followed the correct steps and confirmed that the setup and testing of the medela pump were completed prior to the start of the case. The capsule could not be retrieved due to patient anatomy. There was no reported patient outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.